Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 225cc saline prosthesis, catalog #3542630, lot #226691. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation with a mentor siltex round moderate profile 225cc saline prosthesis. On (B)(6) 2018 left sided deflation was diagnosed by a physician. As a result, an explant is planned for (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 11/17/2018. When the device was explanted, bilateral prosthesis replacement with 225cc mentor memorygel breast implants was performed. The evaluation of the returned device was completed by the failure analysis lab on (B)(6) 2018. Device evaluation summary: it was reported that a 39-year-old caucasian female underwent primary breast augmentation with a mentor siltex round moderate profile 225cc saline prosthesis. On (B)(6) 2018 left sided deflation was diagnosed by a physician. Upon receipt by mentor, the device contained no fluid. White, red, and brown material were observed within the device. White and yellow material were observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed a rent on the posterior view measuring approximately 0.5 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the white, red, brown, and yellow material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).